Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue and presented for follow-up. Upon interrogation, the atrial lead exhibited noise which led to inappropriate mode switches. Chest x-ray revealed that the lead was crushed by the clavicle. The lead was capped and replaced on (B)(6) 2015. There were no adverse consequences to the patient.